Manufacturer narrative:
Analysis of the pump revealed high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that the pump was replaced due to the pump being in safe state. The pump logs showed low battery reset occurred and safe state occurred. The logs only went back to today's date since it showed low battery reset occurred every few minutes, so it was unclear if today was the first date this occurred or if it occurred earlier. The patient had no symptoms. No further patient complications have been reported as a result of this event.